Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right iliac artery. The 8.0x39mm otw omni elite balloon expandable stent (bes) was prepped prior to removal of the protective sheath. It should be noted that the omnilink elite instructions for use, operator¿s instructions: lists stent inspection prior to use, including sheath removal to be performed to the stent delivery system preparation with contrast. In this case, it is unknown the IFU deviation contributed to the reported event. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Code 2017: incorrect prep.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right iliac artery. The 8.0x39mm otw omni elite balloon expandable stent (bes) was prepped prior to removal of the protective sheath. While advancing the bes over the 0.035 inch guide wire, as the bes neared the introducer sheath the stent was noted to dislodge from the balloon. Another omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.